Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that during a coronary artery intervention, the nc trek balloon ruptured during the first inflation at 12 atmospheres. There was no reported adverse patient effect or a clinically significant delay in the procedure. Another nc trek was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device and the reported balloon rupture was confirmed. Additionally, there were noted scratches and shredding material near the site of the rupture. A review of the lot history record identified no manufacturing non-conformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. The investigation determined the reported balloon rupture and noted damages appear to be related to operational circumstances of the procedure. It is likely that during advancement, the balloon catheter encountered resistance against the anatomy and/or other devices used, likely causing damage to the outer surface of the balloon resulting in the reported balloon rupture during the first inflation at 12 atmospheres. The noted scratches and shredding material near the rupture location also suggest interaction causing damage to the outer surface of the balloon material. There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.